Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 145+ mg/dl. Customer reports the alarm was resolved by a complete set change. Customer also reported that the insulin pump alarmed motor error. Customer reported that the drive support cap is loose. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. Unable to perform off no power test, a21 error test, occlusion test and no delivery test due to motor error alarm also, unable to verify no delivery alarm due to motor error alarm. No unexpected low battery alarm noted. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed the rewind, basic occlusion, prime, displacement, self test, idle current and run current tests. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.